Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the arm of the microscope had loose screws. The case was completed. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the arm of the equipment had loose screws on the system. This issue was noted during surgery, however, the procedure was able to be completed with no issues. There was no patient harm. The company service representative examined the system and found the bolts securing the yoke to the microscope were loose. Per additional information obtained from the company service representative, the ¿arm¿ that the customer was referring to was the yoke assembly securing the optical head, which was noted to be loose. The company service representative tightened the bolt and the yoke set screw. The system was then tested and met all product specifications. The system was manufactured on october 28, 2015. Based on qa assessment, the product met specifications at the time of release. The system operators manual provides instruction to ensure that all optical components are secure prior to use of the system. The root cause of the reported event can be attributed to loose screws the manufacturer internal reference number is: (B)(4).